Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank screen, red light flashing and keeps vibrating. Display did not return after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer stated insulin pump had crack down battery side and also had frozen display. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No alarming, vibrating, frozen display or blank display anomalies noted. However, device received with corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case. The p-cap does lock properly.